Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; a cracked battery compartment with moisture ingress. The patient reportedly had elevated blood glucose of 20 mmol/l with polydipsia. This combination of blood glucose level and symptom does not meet animas' criteria of a reportable adverse event; no adverse event is being reported in association with this complaint. The reporter was unable to ascertain why the patient's blood glucose was elevated. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: the battery compartment was confirmed to be cracked with moisture inside the battery compartment.